Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the needle was hard to remove and after sensor insertion there was no electrode. The customer's blood glucose value was unknown. The device will not be returned for analysis.